Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were in a car wreck almost five weeks prior to report and since then they had been having more and more bladder issues again. They were wondering if it was possible that they broke one of the leads. They said they had wet the bed approximately 6 times. They had an appointment with their physician scheduled for the 5th and they were wondering if they should go sooner. No further complications were reported or anticipated.